Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, there was what appeared to be mildew spots in the package. The issue with this device was discovered prior to contact with the patient and it was not opened or used. There was no impact to the patient. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. The device was returned for investigation in an unopened pouch. Visual inspection observed an unknown black substance along the inside of the seal. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is provided with instructions for use which state, "do not use the product if there is doubt as to whether the product if there is doubt as to whether the product is sterile." Reviews of the manufacturing instructions and quality control procedures were conducted, and no gaps were discovered. All pouches are inspected for particulate during the packaging operation and at the subsequent quality control inspection. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that the source of the unidentifiable particulate could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # - k182709. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, there was what appeared to be mildew spots in the package. The issue with this device was discovered prior to making contact with the patient and it was not opened or used. There was no impact to the patient.